Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The head end leg assembly bent in the middle where the hilo motor attaches.